Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (battery charger problem) was confirmed. Upon investigation the battery charger was unable to charge a battery pack. The failure was due to contamination on the battery board and throughout the charger.  The root cause for the contamination was ingress of an unknown liquid.  Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids.  There was no death or adverse event associated with the charger malfunction.

Event description:
A us distributor reported that a patient's was experiencing a battery charger problem.